Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2024-00347. Related manufacturer reference number: 1627487-2024-00349. It was reported the patient lost effective coverage due to the drg leads migrating. The patient also noted having a bad fall. Migration was confirmed via x-rays. As such surgical intervention took place where the l5 and s1 leads were explanted and replaced, and the l4 lead was only explanted due to the physician believing the lead was tight and applying pressure on the nerve. Therapy was restored postoperatively.